Event description:
During an in-office, home monitoring initiated, device interrogation, this device reported a lead failure. While replacing the device, the rv lead was tested and showed lower than normal sensing values but demonstrated normal behavior. The physician chose to replace the device and lead.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical inspection. An interrogation was successful. The analysis of the pacemaker dump showed no deviations which might explain a device malfunction. The home monitoring system was investigated revealing that the home monitoring data does not document an implantation duration. An interrogation of the device indicated that the patient was born in (B)(6) and is now (B)(6). The analysis of the device showed that the pacemaker stimulated with the following parameters as programmed: ddd-cls / 70ppm / 2.4v / 0.4ms. The current consumption was found to be anticipated. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional.